Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial tha was performed. Subsequently, the patient was standing on boxes at work that spread apart and he did the splits which resulted in a dislocation. As per the office visit notes, the surgeon believes his recurrent dislocations are a direct result of the initial accident as there were no dislocations prior. The head, neck, and liner were explanted with no issues noted. The root cause of the reported issue is attributed to patient non-compliance, as the surgeon states the patient's dislocations are a direct result of the trauma that occurred while working. As per the IFU, it states the patient must be counseled about the capabilities of the implant and the impact it will have on his or her lifestyle. The patient must be instructed about all postoperative restrictions, particularly those related to occupational and sports activities and about the possibility that the implant or its components may wear out, fail or need to be replaced. This complaint was confirmed based on the provided medical records confirming the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D10: cat# 00877503202 lot# 2676393 bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14. Cat# 00784802300 lot# 62201684 modular neck g 12/14 neck taper use with +0 heads only. Cat# 00771301200 lot# 62163671 mod ml taper fem st 12.5. Cat# 00620205422 lot# 62324616 shell porous with cluster holes 54 mm. Cat# 00625006535 lot# 62249780 bone screw self-tapping 6.5 mm dia. 35 mm length. Cat# 00625006535 lot# 62149027 bone screw self-tapping 6.5 mm dia. 35 mm length. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had a left total hip arthroplasty. The patient did well until sustaining an injury while at work, dislocating the left hip which prior had not had any dislocations. Since that time, the patient has had recurrent dislocations. The patient was revised approximately 11 years post-implantation; during which, abundant scar tissue was removed. The shell and stem were well-seated and remained intact. The head, liner, and neck were replaced without complication. It was reported that no further information is available.